Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump takes longer time to rewind. The customers blood glucose level was unknown at the time of incident. The customer also reported that the insulin pump gets stuck and not priming when changing sets and the plunger is hanging at times. The insulin pump will not be returned for analysis.